Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. A search for similar complaints did not identify an increase in complaint activity for lot number 04893un24. A search for similar complaints did identify an increase in complaint activity for lot numbers 88813un24 and 17995un23, however, no trends were identified for list number 07p57 and the complaint issue. Device history record review did not identify any nonconformances or deviations with lot numbers 04893un24, 88813un24, or 17995un23 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity c calcium reagent lots 04893un24, 88813un24, or 17995un23 were identified. Completed information for section h10 related report numbers: 3002809144-2024-00313, 3002809144-2024-00335.

Event description:
The customer observed falsely elevated calcium results generated on the alinity c analyzer. The results were not reported out. The results are imprecise across multiple alinity c processing modules for 3 patients. The customer provided the following data: sid (B)(6), processed on (B)(6)2024 on alinity serial number (B)(6) calcium = 4.79 repeated on (B)(6) = 4.26 repeated on (B)(6)2024 on (B)(6) = 2.43 and 2.63 repeated on (B)(6) = 1.93 mmol/l. Sid (B)(6), processed on (B)(6)2024 on (B)(6) = >6.0 repeated on (B)(6) = 2.19 another repeat on al5 = 4.81 mmol/l. Sid (B)(6), processed on (B)(6) 2024 initial result on alinity (B)(6) = 3.07 repeat result = 4.20 repeated on (B)(6) 2024 on (B)(6) result = 2.35 repeated on (B)(6) = 2.41. Reference range = 2.2-2.6 no impact to patient management was reported. Additional data was provided by the customer: sid (B)(6), processed on (B)(6) 2024 on (B)(6) = 3.82 mmol/l (lot 88813un24), (B)(6) = 3.34 (lot 88813un24), (B)(6) was >6.00 mmol/l (lot 88813un24), (B)(6) = 2.46 mmol/l (lot 88813un24). Sid (B)(6), processed on (B)(6)2024 on (B)(6) results = 3.07 mmol/l and 4.20 mmol/l, (B)(6) = 2.35 mmol/l, (B)(6) = 2.41 mmol/l. Sid (B)(6), processed on (B)(6) 2024 on (B)(6) results = 3.49 mmol/l (lot 17995un23), (B)(6) = 4.05 mmol/l (lot 04893un24), (B)(6) = 2.23 mmol/l, and 2.34 mmol/l (lot 88813un24), (B)(6) = 2.16 mmol/l (88813un24). Sid (B)(6), processed on (B)(6) 2024 on (B)(6) = 3.66 mmol/l and 2.20 mmol/l (lot 04893un24). Sid (B)(6), processed on (B)(6)2024 on (B)(6) = 2.38 mmol/l and 3.86 mmol/l (lot 04893un24). Sid (B)(6), processed on (B)(6) 2024 on (B)(6) = 2.60 mmol/l (lot 88813un24), (B)(6) = 3.29 mmol/l (lot 88813un24), (B)(6) = 4.08 mmol/l, 3.98 mmol/l, 2.26 mmol/l, and 2.25 mmol/l (lot 88813un24). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is (B)(6).

Event description:
The customer observed falsely elevated calcium results generated on the alinity c analyzer. The results were not reported out. The results are imprecise across multiple alinity c processing modules for 3 patients. The customer provided the following data: sid (B)(6): processed on (B)(6) 2024 on alinity serial number (B)(6) calcium = 4.79 repeated on (B)(6) = 4.26. Repeated on (B)(6) 2024 on (B)(6) = 2.43 and 2.63 repeated on (B)(6) = 1.93 mmol/l. Sid (B)(6): processed on (B)(6) 2024 on (B)(6) = >6.0 repeated on (B)(6) = 2.19 another repeat on (B)(6) = 4.81 mmol/l. Sid (B)(6): processed on (B)(6) 2024 initial result on alinity (B)(6) = 3.07 repeat result = 4.20 repeated on (B)(6) 2024 on (B)(6) result = 2.35 repeated on (B)(6) = 2.41. Reference range = 2.2-2.6 no impact to patient management was reported.

Event description:
Additional data was provided by the customer: sid (B)(6) processed on 28oct2024 on (B)(6) = 3.82 mmol/l (lot 88813un24), (B)(6) = 3.34 (lot 88813un24), (B)(6) was >6.00 mmol/l (lot 88813un24), (B)(6) = 2.46 mmol/l (lot 88813un24). Sid (B)(6) processed on 23oct2024 on (B)(6) results = 3.07 mmol/l and 4.20 mmol/l, (B)(6) = 2.35 mmol/l, (B)(6) = 2.41 mmol/l sid (B)(6) processed on 24oct2024 on (B)(6) results = 3.49 mmol/l (lot 17995un23), (B)(6) = 4.05 mmol/l (lot 04893un24), (B)(6) = 2.23 mmol/l, and 2.34 mmol/l (lot 88813un24), (B)(6) = 2.16 mmol/l (88813un24). Sid (B)(6) processed on 28sep2024 on (B)(6) = 3.66 mmol/l and 2.20 mmol/l (lot 04893un24). Sid (B)(6) processed on 24sep2024 on (B)(6) = 2.38 mmol/l and 3.86 mmol/l (lot 04893un24). Sid (B)(6) processed on 28oct2024 on (B)(6) = 2.60 mmol/l (lot 88813un24), (B)(6) = 3.29 mmol/l (lot 88813un24), (B)(6) = 4.08 mmol/l, 3.98 mmol/l, 2.26 mmol/l, and 2.25 mmol/l (lot 88813un24). No impact to patient management was reported.

Manufacturer narrative:
Section b5 describe event or problem was updated to include additional information provided by the customer. An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Complete information for section a1 patient identifier is (B)(6). Complete information for section h10 related report numbers: 3002809144-2024-00313 and 3002809144-2024-00335.